Event description:
A user facility reported that the injector over-road the intraocular lens (iol). The iol was inserted into the eye and was removed during the same surgery. It was reported that there was no pt injury associated with this event.